Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were recommended and will be made when the patient presents for their next follow-up check. No patient symptoms reported.